Event description:
It was reported that during a diagnostic imaging procedure, the imager ii catheter was observed to have a foreign material in the lumen. Upon flushing the catheter, a plastic-like foreign material was forced out of lumen. The issue occurred prior to contact with the pt. A new imaging catheter was used and the procedure was successfully completed.